Manufacturer narrative:
Based on the description of the event, an acs® pe-insert could not be impacted into a tibial component despite several impacting attempts. An alternative product was available and could be successfully implanted. The operation time was extended by 30 minutes. The product in question was not provided for an optical examination. However, photographs of the explant have been made available, enabling a limited optical examination. Examination of the underside of the pe inlay reveals a damage near the snap edge. The manufacturing documents and the material certificates of the pe-inserts were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Since another pe-insert could be impacted without problems on the tibial components afterwards, an error of this product is excluded. Based on the available information, no design or manufacturing errors could be determined. It can only be assumed that the process of impaction was not done correctly. However, this cannot be confirmed nor denied due to lack of information. The event was assigned to the error pattern "incompatibility" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "the pe insert did not click while being implanted. It was replaced by another one" note: it is known that the event occurred intraoperatively and that it caused a prolongation of the surgery of 30 minutes. An alternative product was used to successfully complete the procedure.